Event description:
It was reported that the pt developed an infection in her right pelvic area near her device system. IV antibiotics were administered and the infection resolved. Further info is being requested from the hcp.

Manufacturer narrative:
.